Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The subject product was not returned for evaluation. The review of the DHR did not show any deviations or nonconformances that could have led to this event. Label reconciliation shows that only the 130513-002 labels with an expiration date of jan-2015 were used in the production lot. Based on the limited information provided, no connection can be made between the reported event and the davol product in question. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded.

Event description:
Contact reports that the expiration date on the progel outer carton is different than the inner package. Requested to know if this is correct and which would be the date to go by. Contact informed that product should contain a lot number and expiration date that is the same at each level of packaging.

Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The subject product was not returned for evaluation. The review of the DHR did not show any deviations or nonconformances that could have led to this event. Label reconciliation shows that only the (B)(4) labels with an expiration date of jan-2015 were used in the production lot. Based on the limited information provided, no connection can be made between the reported event and the davol product in question. This supplemental MDR is submitted to add missing conclusion codes.